Event description:
It was reported that a health care professional contacted technical services (ts) to review reports for this pacemaker. During the review, ts identified a signal artifact monitor (sam) episode which resulted in the minute ventilation (mv) feature being disabled. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.